Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found in safety mode upon interrogation prior to an unrelated examination. The physician reported a message on the programmer indicating a charge issue was detected and shock therapy was unavailable. A revision procedure was performed wherein the device was explanted and replaced. The device was subsequently returned an analyzed. Evidence of arcing was observed on the device case. Data analysis found a code was recorded indicating a shock into a shorted lead condition. It was noted the right ventricular (rv) lead was tested at the time of revision returning satisfactory measurements. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this patient presented for rv lead testing after the previous explanted device was found with arcing on its case. A 1.1j and 41j commanded shock were delivered. The 1.1j shock returned normal shock impedance measurements but the 41j shock produced a shock impedance measurement less than 20 ohms indicative of a lead insulation issue. A subsequent charge attempt by the device timed out after more than 45 seconds; codes 1004 and 1007 were observed on the device. The patient underwent a second revision procedure wherein the rv lead was surgically abandoned while the device was explanted and replaced. A new device and lead were implanted with successful defibrillation at 31j. No adverse patient effects were reported.